Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided, therefore no review could be performed. The defective part was received in brézins for investigation. According to provided analysis, after the visual check, the opto sensors was test and was found good. During the tests, the sensor values were unstable. This drift would have corrupted the sensitivity of the sensor during operation and triggered error 22. As a result, the reported complaint has been confirmed. For this complaint, the reason for this failure is due to a weakness in the sensor, which constantly drifts and can cause a random technical error 22. To our knowledge this complaint is not being related to patient safety. This complaint is considered as valid the trend is normal the reported risk is lower compared to the estimated risk for this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: error 22 pressure sensor defective reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.